Event description:
It was reported that hypotube break occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the catheter have a distinct bend and separated in the inside of the device. The procedure was completed with another of the same device. There were no patient complications reported.